Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported to the sales rep by the physician, that the patient had an infection, went into renal failure and died. The physician does not think that the stent graft got infected. Films post-implant showed no obvious stent graft issues. The stent graft was just below the renals, the ipsilateral (left) limb crossed over the contra limb, and both limbs were patent and relatively straight. No further information is available.

Manufacturer narrative:
Exact date of death is unknown. Evaluation method: (film). Evaluation . Results: inherent risk of procedure (death, infection, renal failure).